Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep)via a consumer via a healthcare provider (hcp) regarding a patient that was implanted with a neurostimulator (ins) for lumbar radiculopathy. It was reported patient¿s ins was turned off prior to non-device related surgery and now they tried to get ins back on as patient didn¿t feel stimulation and the controller was acting funny. They stated patient saw ins light was on and green (showing ins was on) but patient didn¿t feel stimulation and he couldn¿t see any light came on the ins battery light, both light was clear. They put new 9v battery in programmer and programmer light was green (good). Troubleshooting include patient services (pss) walk them through steps, they got the ins green light to come on to show the ins was on, and the ins battery light also came on green (indicating ins battery was good) but the controller was beeping 3 times when increasing stimulation was attempted. During the call, they tried to increase patient¿s stimulation and controller light was blank for the ins on/off and ins battery light , and patient couldn¿t get them to come on. The programmer had issues, so a replacement pp would be sent to patient. It was reviewed if replacement pp didn¿t resolve issue then patient ¿s ins was mostly likely dead and need to be checked with healthcare provider. It was noted pp wouldn¿t power on and patient had no stimulation. This would consider a sudden change in therapy and symptoms. Additional information on (B)(6) 2018 was received from healthcare provider. Hcp stated that the patient turned the ins off for a surgical procedure yesterday and they had not been able to turn the ins back on since that time. They stated patient was having a lot pain which not related to the surgery as a result of not being able to turn the ins on. They stated the family called and did troubleshooting with the controller but they were not able to resolve the issue, a new controller was being sent to patient. Hcp wanted rep paged to interrogate the device. Additional information on (B)(6) 2018 was received from rep. Rep stated that the power on reset (por) was occurred after surgery, they cleared por message with the clinician programmer. Rep reset and reprogrammed, therapy seemed to be working fine now. Rep stated there was ¿?¿ marks on some contacts when checking impedances. Rep met patient today to clear por and rep said the battery was ¿low¿. It was reviewed that low battery on device might cause ¿?¿ marks. Rep would discuss with doctor about changing ins for low battery, therapy seemed working fine after reprogramming. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information form representative was received. Rep stated that por was cleared, and the low battery on device might caused ¿?¿ marked. It was noted the controller worked when they cleared the por. No further complication and no symptoms were reported.